Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to high blood glucose. Nurse wanted to confirm that the insulin pump is working. The blood glucose reading at the time of the event was 427 mg/dl. Customer was vomiting and nauseated. Diagnosed diabetes ketoacidosis. Nurse stated that the insulin pump has several no delivery alarms. Hospital treated with insulin drip. Nothing further reported.